Event description:
Covidien rec'd a report of an n-550 with intermittent audio where customer had isolated the problem to the speaker. Customer ordered a replacement speaker. Customer states that the problem was identified during preventive maintenance and no pt was involved.

Manufacturer narrative:
The speaker assembly was rec'd only, eval of the speaker confirmed the failure.